Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 75mg/dl on their blood glucose meter and they were not feeling well. The consumer experienced a hypoglycemic event requiring medical intervention. The meter in question will be returned for evaluation.